Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set leaked, location unspecified. There was no patient harm reported. Virtually no other information is available.

Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. Measuring 0.0834 inches long. Visual examination under magnification noted a crush mark on the upper blue fitment. During functional testing a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear is unknown.

Manufacturer narrative:
.